Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation ((B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: one unopened sample was provided for evaluation. Evaluation of the complaint sample found no manufacturing defect or contamination on the submitted sample. The defect indicated on the submitted photograph shows a molding dimple on the encasing packaging. It has been identified that this failure mode is not an isolated event. A thorough review of applicable manufacturing procedures identified a specific manufacturing step that may have contributed to the reported failure mode. A device history review for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, the root cause for this failure mode was identified as a process error (loose debris generated during the manufacturing of the affected unit), which generated the confirmed failure mode of loose debris inside the peritoneal tubing. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.

Event description:
The distributor reported that during incoming inspection, it was noted that there seems to be a foreign particle within the flow of the peritoneal tubing.